Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of damaged insulation to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. The damage was located at the distal end. As a result, the internal wires were exposed. Electrical continuity was performed and passed. No thermal damage was observed. Root cause of this failure is attributed to a component failure. Additional observation not reported by site was that the instrument was found to have abrasions on the bipolar yaw pulley. No material appeared to be missing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted nephroureterectomy surgical procedure, the maryland bipolar forceps instrument had damage to the black cable at the far end of the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no loss of cautery associated with the damaged instrument cable. There were no signs of thermal damage. It is unknown if the instrument collided with any other instrument or tool during procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged conductor wire, an investigation is in progress to determine he cause of this reported event. Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.